Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ez steer nav ds and an error of ¿current leakage - device disruption error #7 ¿ leakage¿ was displayed on the carto® 3 system. They also noticed that the tip of the catheter was broken through the fluoro view and had to replace the catheter. The catheter was pulled out of the body and was confirmed physically the tip was broken. The catheter was replaced with a thermocool smarttouch® sf catheter, and the problem was resolved. The case continued. No adverse patient consequence was reported. Additional information was received. It was reported that the "current leakage error" was accompanied by a signal noise. Surface leads were not affected. During the signal interference, the affected catheter was inside the patient¿s body. The physician did not have difficulty removing the catheter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ez steer nav ds and an error of ¿current leakage - device disruption error #7, leakage¿ was displayed on the carto® 3 system. They also noticed that the tip of the catheter was broken through the fluoro view and had to replace the catheter. The catheter was pulled out of the body and was confirmed physically the tip was broken. The catheter was replaced with a thermocool smarttouch® sf catheter, and the problem was resolved. The case continued. No adverse patient consequence was reported. Additional information was received. It was reported that the "current leakage error" was accompanied by a signal noise. Surface leads were not affected. During the signal interference, the affected catheter was inside the patient¿s body. The physician did not have difficulty removing the catheter. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection were conducted on the returned device following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. The bent test was performed on the tip of the device and it was observed within specifications. The tip was observed in good condition. A manufacturing record evaluation was performed for the finished device number lot 31222478m and no internal action related to the complaint was found during the review. The electrical, current leakage and broken tip issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use of the carto 3 system manual contain the following warning: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The instruction for use of the device contain the following recommendations: always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter; when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: corrected full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).